Event description:
It was reported that faradrive steerable sheath clear was selected for trial fibrillation ablation. During the procedure, the valve leaked and sheath was not able to deflect. The catheter was removed and sheath was aspirated again to verify that the catheter was inserted in a correct way, but still leak was noted. Thus the sheath was replaced and the procedure was completed successfully. It was confirmed that some difficulty was noted during deflecting the sheath both with and without the dilator inside. Minimal air was observed in the syringe. Additionally, slow drip blood leak was noted at the proximal side of the handle where the catheter was inserted. Physician decided to exchange sheaths when it was determined that the blood would leak when the catheter was in the sheath and deflection also felt more difficult than usual. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Inspection of the sheath found the friction gasket adhered to the shaft of the sheath and torn from its flange which remained attached to the screw component. The adhered condition of the gasket would have hindered the operation of the steering knob, regardless of the device interaction with or without the dilator inserted.

Event description:
It was reported that faradrive steerable sheath clear was selected for trial fibrillation ablation. During the procedure, the valve leaked and sheath was not able to deflect. The catheter was removed and sheath was aspirated again to verify that the catheter was inserted in a correct way, but still leak was noted. Thus the sheath was replaced and the procedure was completed successfully. It was confirmed that some difficulty was noted during deflecting the sheath both with and without the dilator inside. Minimal air was observed in the syringe. Additionally, slow drip blood leak was noted at the proximal side of the handle where the catheter was inserted. Physician decided to exchange sheaths when it was determined that the blood would leak when the catheter was in the sheath and deflection also felt more difficult than usual. No patient complication were reported. The device is expected to be return for analysis.